Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/24/2016 with the following findings: the black box and alarm history showed cs 064 and cs 078 call service alarms. The pump powered up with functional auditory and vibration alerts. During the prime step the pump emitted a replace battery alarm due to moisture damage. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was a crack in the pump case between the corner of the lens and the case seal. A leak test was performed and failed due to the battery compartment leak and the pump casing leak. There was evidence of moisture inside all the internal areas of the pump including on the display, on the motor flex connector and on all the boards. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage in the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.